Event description:
A report was received that stated a nurse was splashed with a medication. The pt was receiving the medication via a deltoid needle. During the injection the needle became detached from the syringe and drug splashed on the pt and the nurse. Nurse rinsed thoroughly and followed her clinic protocol for medication exposure.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.